Event description:
The customer reported that there was no live image and x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The ic cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.